Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #13 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. Inadequate bone quality/bone quantity was involved in the event. The clinician states that the implant was mobile at the date of exposure. The implant was removed on (B)(6) 2013 due to mobility. Medical history: diabetes mellitus, cardiac meds.